Event description:
During the use of a dura star rx ptca balloon catheter, it was reported that there was withdraw difficulties with the dura star balloon. The surgeon tried many ways to withdraw the dura star; however it is unknown how the physician was finally able to remove it intact from the patient. No adverse event on the patient. There was no difficulty removing the product from the packaging. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device was prep normally, maintaining negative pressure. The contrast media used is unknown as the contrast to saline ratio is also unknown. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or when inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion and the catheter was not in any acute bends. The balloon inflated normally with a syringe. The balloon did not seem to ¿stick¿ to a stent. It is unknown if the balloon re-wrap properly. The dura star did not kink while being used. The intended procedure/target lesion is unknown as the vessel / lesion characteristics are also unknown.

Manufacturer narrative:
The patient's gender is unknown. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: during the use of a dura star rx ptca balloon catheter, it was reported that there was withdrawal difficulties with the dura star balloon. The surgeon tried many ways to withdraw the dura star. It is unknown how the physician was finally able to remove; however, the device was removed intact from the patient. No adverse event to the patient was reported. There was no difficulty removing the product from the packaging. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally, maintaining negative pressure. The contrast media used is unknown as the contrast to saline ratio is also unknown. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or when inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion and the catheter was not in any acute bends. The balloon inflated normally with a syringe. The balloon did not seem to ¿stick¿ to a stent. It is unknown if the balloon re-wrapped properly. The dura star did not kink while being used. The intended procedure/target lesion is unknown as the vessel / lesion characteristics are also unknown. One non sterile sakura dura star, 2.50 x 15 was received coiled inside a plastic bag. Balloon was already inflated. No other damages were found. Dimensional analysis could not be performed because the balloon could not be inflated. The device was inserted / withdrawn through guiding catheter 5f (laboratory sample) and no resistance was felt. Sem results showed that the balloon external surface exhibited evidence of scratching near to the leakage; the balloon internal surface exhibited no evidence of damage. This balloon leakage failure exhibited no other surface anomalies that could have caused the failure. The distal marker band exhibited no anomalies. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported ¿balloon - withdrawal difficulty¿ was not confirmed during analysis as the device performed as intended during insertion and withdrawal analysis testing. The balloon was confirmed to have leakage. Based on the information available for review, the device inflated normally during use. Analysis notes scratches near the leakage on the external surface of the balloon; however, vessel characteristics (calcification/tortuosity) which may have contributed to this condition are unknown. The exact cause could not be conclusively determined; however it does not appear to be manufacturing related. Neither the DHR review nor the analysis suggests that the failure is manufacturing process. Therefore no actions were taken.